Event description:
It was reported that, during a hip arthroscopy, the prof (B)(6) passed the "accupass (70° upbend)" needle through the capsule, rolled the thumbwheels to introduce the suture, and finally tried pulling the suture out of the joint using a manipulator. The suture was stuck, as well as the thumbwheels and the suture was torn. The procedure was successfully completed without significant delay using a back up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One accupass 70 degree suture shuttle device used in treatment, was returned for evaluation. The device passed the monofilament as intended once, but upon second attempt, it did snag. There were rough and kinked sections of the returned monofilament so a new piece was tested which passed several times without any issue. Rolling the wheels forward and backward may initiate tangling or wrapping of the monofilament around the wheels. The roller wheels perform best with continuous movement in the same direction. Please note: monofilament advances forward using rotation of wheels in a backward direction toward the user. Keeping light tension on the tail of the filament helps the roller feed smoothly. It is unknown which contributed to this allegation as the original filament was not returned for evaluation with the device. Attempt to repeat this allegation reported did not duplicate the failure at this time.